Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has had difficulty charging and keeping a charge since implant. The rep said the patient has had 2-3 conversations with technical services regarding this issue. The rep believed the patient has had charging paddles and a programmer replaced at least trying to resolve issue. The rep stated that data/logs had been sent earlier this spring but the patient got frustrated and hadn¿t contacted the rep again until (B)(6). The patient stated they continued to have charging difficulties. An appointment with the rep was scheduled for (B)(6); the rep asked the patient to log charging status (excellent, good, poor) and time of charging until the next appointment. No further complications were reported.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient continued to have issues with the neurostimulator (ins) battery where stimulation was turning off and the battery status was fluctuating. The rep reported that they were meeting with the patient on (B)(4) 2018 and she would get a session report and data file to allow the data to be analyzed. The rep was advised to have the patient document time and battery status when the issue was occurring. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has difficulty getting the ins to recharge. When the patient tries to recharge, he frequently gets ¿no device found.¿ the patient said he can charge for over an hour or even as long as 8 hours and the ins charge level will not increase by much or it will not get past 30%. The patient hasn¿t used stimulation since last thursday because the ins became discharged and the patient couldn¿t charge effectively. The rep said they couldn¿t communicate with the device and it didn¿t pick up the serial number of the ins. The patient has already received a replacement controller and 3 replacement antennas. The patient has not ever received a new lithium battery pack. The rep was unable to use the controller alone for distance telemetry and only gets no device found. It was said to be an issue with using either aa or the lithium ion battery pack. The patient was able to start charging on the call with excellent quality. The ins was in the ¿red zone¿ for charge level. The controller was at 100% charge when they started charging. The controller was able to find the ins on the call and the charge speed was at 4. After 20-25 minutes, the ins was still charging at excellent quality, but the ins was still in the red zone on the controller display. After about 30+ minutes of charging, the ins finally showed a charge level of 30%. The controller dropped to 90% at this point. It was mentioned the patient fell about 30 times since mother¿s day, but they were not traumatic falls and the patient never fell on the ins. The patient said for example, he fell down to his knees. A file was created to check recharging statistics. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. Representative reported that the patient was still having difficulty charging. It takes forever to charge and won't hold a charge. Representative indicated the health care provider wanted to replace the ins. Representative checked energy usage and it should last about 9 days. A new battery was to be sent and manufacturer representative indicated they would charge ins to 100% and see how long it takes to deplete. Review of waking of controller during charging which depletes the controller battery more quickly and also will slow recharging of ins. It was reviewed that patient needed to correct the date on their controller. A new battery was sent to the patient. If no change in recharging experience they may consider ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain on (B)(6) 2018. It was reported that the patient was having difficulties with recharging. The patient charges the patient controller to 100% and then when he charges the implant up to 80%, the patient controller shuts down and dies and he has to charge the patient controller again. The patient was sent a replacement recharging antenna to try to resolve the issue. Additional information was received from a manufacturer representative and a consumer regarding the patient on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient charged the implantable neurostimulator for 1 hour with excellent coupling and the implantable neurostimulator battery level went from 40% to 30%. The same issue with the patient controller dying before finishing charging the implantable neurostimulator was still happening. Additional information was received from a consumer regarding the patient later in the day on (B)(6) 2018. It was reported that the patient tried to charge his implantable neurostimulator. The patient started a charge session with the patient controller battery at 100%. When he tries to charge the implantable neurostimulator, it shows charging excellent with a flashing green light, but the implantable neurostimulator battery won¿t move and stays at 0% even after trying to charge for 1 hour. This drains his patient controller battery. The patient was sent a replacement patient controller to try to resolve the issue because the recharger wasn¿t charging the implantable neurostimulator. Additional information was received from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient was going to charge his implantable neurostimulator because his battery was low. His patient controller was also low, so he charged it up to 100% charge. The implantable neurostimulator battery was at 30% and after trying to charge off and on for two hours, it was down to 0%. The patient controller battery was at 100% at the beginning of the session and then went down to 70%. The patient was getting screen 49, an orange triangle, and it says ¿low.¿ the patient took the battery out and put it back in and it still read screen 49. The patient used the patient controller to start charging the device and it was displaying charge quality good and excellent. The patient charged the implantable neurostimulator battery up to 30% or 40%, and then the patient controller quit working and shut off. The patient reported on (B)(6) 2018 that the implantable neurostimulator went dead and it was drained. The patient took the battery out of the patient controller, waited, and then put it back in. He was still not able to charge. The patient controller still keeps showing the orange implantable neurostimulator battery. The screen with an orange triangle has been there ever since (B)(6) 2018. When the patient connected with the patient controller, it was showing screen 66 (ins battery low) and screen 76 (poor recharge quality). Screen 76 had been there since (B)(6) 2018. The patient tried repositioning theantenna and gets the same screen. The patient mentioned that he has had recharging problems in the past and that he has replaced the wand, and it still did not work so they replaced the patient controller. It was working until (B)(6) 2018. The patient was sent a replacement recharging antenna to try and resolve the issue of the implantable neurostimulator not charging. There were no patient symptoms or complications reported.